Event description:
(B)(4). I had this device implanted in (B)(6) 2013. Almost immediately I started suffering severe pain and amp; cramping on my left side around ovulation time and during my menstrual cycle, that can sometimes become debilitating.